Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a one-link y-type microbore catheter extension set disconnected from the male luer. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the male luer was missing from the tubing end. Closer visual inspection of the tubing end revealed that the solvent plow ridge is not uniform. The tubing insertion depth was found to meet specification, and the remaining solvent bonds were pull tested and met the pull test requirement. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.